Event description:
Reporter stated that patient obtained a blood glucose result of "hi" (> 600 mg/dl) on the advantage system. Within 10 minutes, patient's blood glucose was retested on a physician's meter with a result of 95 mg/dl. No adverse event was reported. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.